Manufacturer narrative:
The gore® cardioform septal occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events¿ adverse events associated with the use of the occluder may include, but are not limited to: device embolization. No patient weight available. A review of the returned fluoroscopy images stated the following: a gore cardioform septal occluder was implanted and was found to be embolized to the right pulmonary artery the following day per the performing physician. The device appears to be embolized in the limited imaging provided. The device appears to be captured by a retrieval snare. Per the performing physician the device was removed successfully. With the limited imaging provided the reason for the device embolization cannot be ascertained. Per the performing physician a non-gore occluder was used to close the defect.

Event description:
It was reported on (B)(6) 2020, the physician implanted a 30mm gore® cardioform septal occluder to close an atrial septal defect. The defect measured 13mm x 18mm. The following day, the device was noted to have embolized to the right pulmonary artery. It was not obstructing blood flow, so the device was removed in a transcatheter procedure on (B)(6) 2020. A 35mm competitor occluder device was implanted. The patient was doing well following the procedure.